Event description:
Because leakage was noted around the needle site, the fistula needle was removed. The plastic part came out but the needle stayed in the pt; it was subsequently removed. The pt lost 100 cc of blood and two staff members had blood exposure.